Event description:
Light headed, dizziness, nausea, change in bowel habits, mild cramping, abnormal bleeding, absence of menstruation, pelvic pain, urinary tract infection, and vitamin d deficiency. (B)(4).